Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the device involved with the event was not removed, rather the incision sight was flushed, and the patient was placed on antibiotics. The hcp decided to wait to see if the infection cleared before removing any hardware. It was unknown if the infection was resolved. No further complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1p58m, product type: lead. Product ID: 3708695, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had an infection and needed drainage. The patient had an infected lead with pus at the lead entry site. To the caller's knowledge they were removing the entire system. This is only on the right side. Patient is getting great therapy benefit from the left side. There were no further complications reported.